Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic after feeling diaphragmatic stimulation. Upon evaluation, there was no capture and there were also two episodes with inappropriate atp for suspected noise. The lead was extracted successfully and replaced. Patient was doing well post procedure and continued with routine follow-ups.